Event description:
It was reported the device has a cracked case. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower cases being broken. Analysis found that the encoder flex was out of specification - mechanical and the battery drawer was broken. It was also noted that two side bails and the ring were missing, and two side bail covers, ring cover and lead flex cover were broken.